Event description:
It was reported that an alert of high voltage lead impedance greater than the upper limit was seen during an in-clinic device check on the right ventricular (rv) lead. A gradual increase was seen in the trend. No additional information was provided, and no symptoms were reported.